Event description:
It was reported that the patient with this pacemaker stated of feeling unwell and experiencing dizziness, expressing concern that something might be wrong with the device. Technical services (ts) referred the patient to a physician. This device remains in service. No adverse patient effects were reported.